Event description:
During surgery on a patient a 4-0 vicryl was being used when the needle broke in two pieces. One piece was still attached to the thread and other piece was removed by the doctor. Manufacturer response for synthetic absorbable vicryl suture with needle, coated vicryl undyed braided 4-0 p-3 (per site reporter). Sent email to customer service.